Event description:
It was reported that the valve was explanted. The reason is unk. Implant duration is 126 months. Follow up from the physician's office indicated that the device was explanted due stenosis and insufficiency. They further indicated that the device is available for return. They indicated to contact the pathology department. Follow up with the pathology department indicated that the device cannot be returned without the patient's consent signature.

Manufacturer narrative:
Device not returned.